Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer states 5 tampons came apart upon removal and she removed the remaining pieces on her own. Consumer indicated this same malfunction occurred with approximately 10 tampons from a previous box of tampons.